Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: flushing was not performed for air/water (a/w) channel/auxiliary water channel at precleaning. Brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in the users reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU states to perform flushing a/w channel and auxiliary water channel at precleaning as follows: 1) chapter " reprocessing the endoscopeand related reprocessing accessories" / " precleaning the endoscope and accessories" / "flush the air/water channel with water and air" "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 2) chapter "reprocessing the endoscope and related reprocessing accessories)" / "precleaning the endoscope and accessories" / "flush the auxiliary water channel" "the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." The IFU states to perform brushing biopsy channel, biopsy port, suction channel, and suction cylinder at manual cleaning as follows: chapter "reprocessing the endoscope (and related reprocessing accessories)" / "manually cleaning the endoscope and accessories" / "brush the channels" "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel. No detergent was used for pre-cleaning. No manual cleaning was done. Manual disinfection was done using aniosyme s. The automatic endoscope reprocessor used was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scopes were placed horizontally in a simple cabinet with no drying function. Olympus was used for maintenance and repair. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the distal end scope cover insulation failed the electrical safety test, the charged coupled device (ccd) cover lens was chipped, the bending section cover glue was worn out and separated, the connecting tube was wrinkled, the scope body was damaged, the scope cover was broken, the scope cover plate was bent, the universal cord holder was defective, the universal cord was wrinkled, angulation was reduced, and the biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.